Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission, the pulse generator device exhibited competitive ap event, that triggered automatic mode switch when the patient was not in atrial tachycardia. The settings would be discussed with physician. No reprogramming had been done. The device remained implanted.